Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's interface and associated cable were evaluated and reseated. The touchscreen bezel was also cleaned during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.